Event description:
It was reported that the patient's battery experienced a rapid loss of 70% in two minutes or less, and alarms did not sound for glycemic excursions. There was no adverse impact to the customer's blood glucose level. The patient declined to pursue a follow-up after reporting the issue.